Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx0534 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the nursing unit was called as PICC was ¿leaking¿. When flushed, a fluid leaking was noted from insertion site. After PICC was removed, a ¿slit¿ in catheter was noted at the 10cm mark that leaked while flushing. Patients PICC was at 10cm external during use and cephalic vein was used as patient is wheelchair bound. PICC was in for 124 days.